Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information revealed back up operations on the ICD. The patient condition was unknown.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium deposit in the battery. Lithium clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.